Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The microcatheter used with the subject device (guidewire) was returned and noted to be bent on its proximal section. During the analysis, it was found that the damaged microcatheter likely caused the difficulty advancing the subject device (guidewire), the subject device (guidewire) torque problem and subsequently the bend in the subject device (guidewire). In addition, the ptfe (polytetrafluoroethylene) coating was peeled off on several places along its proximal approximately 42.5cm length (from its proximal end). Additional information provided indicated that the subject device (guidewire) was inspected and confirmed to be in good condition during/after unpackaging and preparation, the subject guidewire was prepared per the directions for use (dfu) and the subject device (guidewire) was flushed to facilitate the guidewire insertion. The observed peeling ptfe coating is believed to have occurred from an insecurely tightened torque device. Per the device dfu: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Because the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause of the analyzed ptfe coating peeling is considered to be related to cause traced to user.

Event description:
Analysis of the returned device found that the subject device (guidewire) ptfe (polytetrafluoroethylene) coating was peeled off. There was no clinical consequence to the patient as a result of this event.